Event description:
It was reported during an atrial fibrillation (afib) procedure, there was a body surface (bs) ECG visualization issue on the carto xp system. A large spike occurred and after there was no signal shown. The bwi representative requested that the physician reconnect the (bs) cables. There was no call back to the bwi hotline to provide progress of the case. The issue seemed to be linked to the cable or the patient interface unit (piu) itself. Upon request for additional information from the bwi field representative, clarification on the event was given. The signal loss affected both the body surface (bs) ecgs and the intracardiac (ic) recordings. It was unknown if all the (bs) 12 leads and all the (ic) signals were involved. However, both types of signals were affected. The issue occurred on both the carto xp system and the ep recording system at the same time. The issue did not occur at a specific time in the procedure. The problem was only partially solved as reconnecting the (bs) ECG cable cleared the signals from the high frequency noise. The spike still could still be seen every few minutes. The case was completed and there was no patient injury reported in this case.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported during an atrial fibrillation (afib) procedure, there was a body surface (bs) ECG visualization issue on the carto xp system. A large spike occurred and after there was no signal shown. The signal loss affected both the body surface (bs) ecgs and the intracardiac (ic) recordings. It was unknown if all the (bs) 12 leads and all the (ic) signals were involved. However, both types of signals were affected. The issue occurred on both the carto xp system and the ep recording system at the same time. The issue did not occur at a specific time in the procedure. Reconnecting the body surface (bs) cables cleared the signals from the high frequency noise. The spike, though, could still be seen every few minutes. The case was completed with no consequences to the patient. In the next case, the issue did not appear again. The device history record (DHR) was reviewed and no anomalies were noted in manufacturing or service.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).